Event description:
It was reported during a laparoscopic nissen fundoplication the surgeon was using the lcs and applied it to tissue numerous times to coagulate a vessel and received a constant tone from the generator. The lateral attachment of the splenic artery was identified as bleeding. When it started bleeding, the surgeon grasped it with the harmonic scalpel and the bleeding stopped. He tried to push the pedal for the scalpel and received a constant tone. At this point he had to let go of the bleeder, grasp with a grasper while the lcs was taken apart and cleaned by the tech. After cleaning, the lcs functioned, but when placed into the abdomen and on the vessel a constant tone continued. At this time the surgeon could not stop the bleeding and the pt was converted to open to control the bleeding, an unplanned splenectomy was done. The laparoscopic nissen was completed. Blood loss is estimated at approx 1000cc. No blood products were given to the pt in or.